Event description:
A surgeon reported one eye collapsed briefly at the end of an air/fluid exchange. A completed questionnaire was returned by the surgeon indicating the outcome of the event continues and is not resolved. No additional information regarding the patient's outcome was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).